Event description:
Technicial supervisor reports a fiber blood leak occurred on a reused (34 times) dialyzer. At the onset of the patient treatment an alarm sounded on the hemodialysis device. No visible blood was noted in the dialysate compartment, yet a blood leak was confirmed via hemastix. The extracorporeal setup was discarded and new disposables were used to resume the treatment without incident. Estimated blood loss of 250cc reported. No patient injury or medical intervention was reported.